Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019, that a sign fin nail implanted to repair a fracture had to be removed due to posterior displacement of the distal femur. Surgeon comment: "repeat surgery using plate due posterior isolated displaced fracture. Posterior displacement of distal femur even after nailing."